Event description:
A peritoneal dialysis pt reported when resetting up, she noticed water inside the pump module and on the floor. There is no report of pt ill effect. There is no sample available for eval.